Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had multiple error alarms. Customer's blood glucose level was 112 mg/dl at the time of incident. Customer was unable to clear the alarm since insulin pump was asking to reset reservoir. Customer is able to complete insulin pump rewind. Customer refused to perform self test. The insulin pump will not be returned for analysis.